Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to water ingress detected in the electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an image noise. The event occurred during a diagnostic upper gastrointestinal examination. The procedure was completed using a similar device. There were no reports of patient harm.